Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that a balloon leak occurred. The target lesion was located in the right femoral artery. A 10/2.25 flextome¿ cutting balloon¿ was selected to treat the lesion. During the procedure, it was noted that a leak of contrast media was found from the balloon when the second inflation was performed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified a 3 mm longitudinal tear in the balloon material. The tear stretched from the mid-body of the balloon and it extended distally for a total length of 3mm. A microscopic examination of the balloon tear site identified that approximately 3mm of the distal end of the blade and pad was missing. The balloon tear and blade detach were at the same location. No other damage was noted along the device. All other blades were intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon leak occurred. The target lesion was located in the right femoral artery. A 10/2.25 flextome¿ cutting balloon¿ was selected to treat the lesion. During the procedure, it was noted that a leak of contrast media was found from the balloon when the second inflation was performed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.